Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2022 at 16:28:55, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for less than two (2) years. Log files also revealed one (1) vad disconnect alarm was then logged on (B)(6) 2022 at 18:05:16, indicating a physical disconnection of the driveline from the controller, likely due to a controller exchange. Log file analysis associated with (B)(6) revealed a vad disconnect alarm on (B)(6) 2022 at 09:08:26, indicating that the controller was powered on without the driveline connected, likely during initial set up of the controller and in preparation for a controller exchange. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the controller being powered on without the driveline connected. Additional products: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during log file review one controller exhibited ventricular assist device (vad) disconnect and a second controller exhibited controller fault and vad disconnects alarm. The controllers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. D1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 31-may-2021/ serial : (B)(6) d9: no h3: no h4: mfg date: 14-may-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.